Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Analysis not required was unable to perform insertion test due sensors being opened/used. Insertion needle separated from sensor.

Event description:
It was reported by the customer that the sensor needle broke off in his abdomen. Troubleshooting occured. No additional information was provided.